Manufacturer narrative:
Additional information was received regarding the event reporter. The event reporter is a health professional.

Manufacturer narrative:
Product was returned and evaluated. The tip passed flow and thermistor testing, however it failed leak testing. Dielectric breakdown was observed. No functional testing could be performed due to presence of the dielectric breakdown. A review of the manufacturing records showed all requirements were met. No patient injury occurred during the treatment. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Trending will be performed to monitor this issue. No further action is required at this time.

Event description:
A customer reported there was no cryogen flowing to the tip during a thermage treatment. The cooling function was not working properly during treatment. The treatment tip was switched and the treatment continued without issue. There was no patient injury reported. Upon inspection of the treatment tip involved, dielectric breakdown was observed.